Event description:
It was reported that the user¿s ilet screen went blank and the device could not be turned on despite having been approximately 60% charged earlier; the user was away from a charger and planned to attempt reactivation with an induction charger, after which engineering logs would be reviewed, and the ilet had alerted to a low glucose prior to the shutdown. Symptoms included sweating and cognitive fog consistent with hypoglycemia. Outcomes included a transient low blood glucose to 54 mg/dl that was corrected within about 20 minutes using juice and gummy bears, without outside assistance or medical intervention. Investigation included review of device performance through planned log analysis to assess the reported power or display issue and to evaluate any device-related contributors to the hypoglycemic event. Investigation of this case revealed that the cause of the device shutdown and the hypoglycemic event was unclear based on available information, with no confirmed device malfunction identified at this time. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.